Manufacturer narrative:
B5 and d4 (UDI) updated. The investigation is still ongoing.

Event description:
The complainant reported additional information upon request: "1. Dr. Discovered the bleed in the cath lab. He could compress the bleed with manual pressure. Vascular was contacted about the bleed and decision was made for fem-stop until patient could attempt to be escalated to a 5.5 and the cp removed. Ultimately, family did not want aggressive measures and patient passed away in the or. 2. This device was returned to the corporate office. 3. No further information than what it is in the ci and fm."

Manufacturer narrative:
D1 brand name was revised. D4 serial and primary UDI number were revised. D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that: a new circulatory support pump was opened, prepared, and advanced over a guidewire into the left ventricle while the patient was receiving cardiopulmonary resuscitation. Once support was initiated, return of spontaneous circulation was immediately achieved with improved hemodynamics, and the patient was intubated. Subsequent imaging confirmed appropriate pump positioning and severely reduced left ventricular function with preserved right ventricular activity. During ongoing intervention, concern arose for reduced limb perfusion related to the access sheath, prompting sheath adjustment and eventual removal, followed by device repositioning and securement. Following these interventions, a hematoma developed at the right groin access site, and the patient became hemodynamically unstable with suction alarms and electrocardiographic changes. Imaging identified active bleeding at the access site, which was controlled with manual pressure. Despite temporary stabilization using intravenous fluids and vasoactive medications, the patient¿s condition remained critical with minimal native cardiac function. A decision was made to attempt an upgrade to a larger circulatory support device; however, multiple attempts to advance the device through significantly tortuous central vasculature were unsuccessful. During these attempts, the patient developed worsening hypotension, bradycardia, and ultimately cardiac arrest. In accordance with the family¿s previously stated wishes, resuscitative efforts were discontinued. The devices were removed, access sites were surgically repaired, and the patient was pronounced deceased.